Event description:
Additional information received indicated that reprogramming was performed to resolve the event.

Event description:
It was reported that, during a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the right ventricular (rv) lead. The suspected cause of the pptwos was premature ventricular contractions. No intervention has been performed at this time. The patient was stable and will continue to be monitored.